Event description:
The customer provided a video of visio plus needle. Customer advised: "here is a video one of my phlebotomist sent of the rubber shield/"[the blood flash window]" becoming unattached while in a patient arm."

Manufacturer narrative:
Complaint (B)(4): customer samples have been received and are currently being evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.